Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent a spinal cord stimulation (scs) replacement procedure and was doing well postoperatively. The explanted device was not returned per hospital policy. Additional information stated that the implantable pulse generator (ipg) was no longer functioning as intended after receiving the end of life message.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent a spinal cord stimulation (scs) replacement procedure and was doing well postoperatively. The explanted device was not returned per hospital policy.